Manufacturer narrative:
Investigation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's vision decreased. Upon examination on (B)(6) 2017 the surgeon noticed that the lens appeared tilted/"z" formation due to possible fibrosis of the capsule at the haptics or hinge. Prior to this, the surgeon reportedly performed a yag on (B)(6) 2016. The reason for the yag was not provided. The surgeon plans to do a yag near the hinge to address z-syndrome; explantation and replacement may be performed if yag does not correct the issue.

Manufacturer narrative:
A visual inspection of the returned lens found damaged optic and all haptics cut off. The cause of the damage cannot be determined, functional testing cannot be performed due to damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause could not be conclusively determined.

Event description:
Additional information received: the surgeon attempted to dilate the patient a few weeks prior to explant in an attempt to perform a second yag however the patient reportedly had poor dilation and the surgeon could not attempt yag. The lens was reportedly explanted on (B)(6) 2017, it was replaced with li61ao. Prognosis for patient was expected to be good.

Manufacturer narrative:
Additional information: the lens remains implanted, therefore it is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.